Event description:
It was reported that during an unknown procedure the device misfired during use on patient. There is no injuries or adverse event was noted.

Manufacturer narrative:
(B)(4). Date sent 8/29/2025. D4 batch #y7061j. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek(z70000) from another device was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled; upon disassembly the advancer was confirmed to be bent and three (3) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y7061j number, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Please provide more details about the device quality issue. Device would not fire during the case. 2. Did device jam (not fire clips)? Did not fire. 3. Did device not feed clips (clips not advance fully into jaws)? Not sure, would not fire correctly. 4. Did device drop or eject clips? No. 5. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc)? Na. 6. Did the clip not hold on the vessel or tissue once placed? Never got it out to apply it. 7. Was the device on a vessel/artery when it would not open? Na. 8. If yes, how was the device removed? (Cut off, forced open) na. 9. If the device was cut off, was there any damage to the vessel/tissue? Na.